Event description:
It was reported that the patient complained of a pulled muscle and presented to the clinic three days later for the unresolved muscle pain. The patient was found to have a fever and the site suspected coronavirus (covid-19), but the patient tested negative. The patient felt dehydrated and very thirsty. The patient was admitted for suspected sepsis and further infectious workup. Upon admission, mean arterial pressure (map) was low, potassium (k+) was elevated, creatinine (cr) levels were increased, and lactate was elevated. Patient was transferred to the intensive care unit (ICU) and given intravenous (IV) fluids. Initial blood culture was positive for staphylococcus and the patient was treated with antibiotics. Computerized tomography (CT) and chest x-ray were negative. There wereno changes on the echocardiogram and transesophageal echocardiogram (tee) showed no evidence of vegetation. The patient remained in the hospital afebrile. The maps were normal. The patient¿s lactate, white blood cell count (wbc), and cr levels decreased. The patient¿s discharge home was planned with IV antibiotic once the peripherally inserted central catheter (PICC) was placed. It was further reported that the cause of the infection was not ventricular assist device (vad) related but the source of the infection was unknown. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the available autologs report revealed an increase in power consumption starting (B)(6) 2020 leading to parameters above the normal operating range; however, no alarms were logged within the analyzed period. This is an additional finding, not related to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Information received from the site indicated that the patient complained of a pulled muscle and presented to the clinic three days later for the unresolved muscle pain. The patient was found to have a fever and the site suspected coronavirus (covid-19), but the patient tested negative. The patient felt dehydrated and very thirsty. The patient was admitted for suspected sepsis and further infectious workup. Upon admission, mean arterial pressure (map) was low, potassium (k+) was elevated, creatinine (cr) levels were increased, and lactate was elevated. Patient was transferred to the intensive care unit (ICU) and given intravenous (IV) fluids. Initial blood culture was positive for staphylococcus and the patient was treated with antibiotics. Computerized tomography (CT) and chest x-ray were negative. There were no changes on the echocardiogram and transesophageal echocardiogram (tee) showed no evidence of vegetation. The patient remained in the hospital afebrile. The maps were normal. The patient¿s lactate, white blood cell count (wbc), and cr levels decreased. The patient¿s discharge home was planned with IV antibiotic once the peripherally inserted central catheter (PICC) was placed. It was further reported that the cause of the infection was not ventricular assist device (vad) related but the source of the infection was unknown. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.